Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the regional clinical manager (rcm) reported that the end user disclosed experiencing hypoglycemia requiring intervention after self-starting on the ilet prior to training. The user's father administered glucagon via nasal spray (baqsimi) in response. The event resulted from improper use of the ilet, including falsely announcing a meal to treat elevated blood glucose (bg), pausing insulin for extended periods after lows, and over-treating lows. The user's glucose recovered shortly after, and no further action was needed. The user has since received training and understands the cause of the event.